Event description:
It was reported that during a bph surgical procedure "forward firing" was observed. The case was completed using an alternative procedure "turp". Patient outcome: "ok" reported.

Event description:
It was further reported that: at 9:24 minutes, the first fibers' tip was noted to be rotating within metal cap. The fiber was exchanged and at 133,857 joules and 16:39 minutes laser firing straight out of tip was noted for the second fiber. The case was completed using an alternative procedure ("turp"). The tips of the fibers were not cleaned during the procedure. Patient outcome: "ok" reported. This report is for the second fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits severe char on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.